Manufacturer narrative:
Reporter information: (B)(6).

Event description:
It was reported the therapy test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device failed therapy test. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the therapy capacitance will need replacement. The custoemr has ordered replacement therapy capacitance to rectify malfunction. The investigation identified accessories issue, and replacement has been initiated. If additional information is received the complaint file will be reopened.